Manufacturer narrative:
A bhr modular head (74222148, 08kw19321 sn(B)(4) ) and modular sleeve (74222100, 08cw16005 - details not visually confirmed) were received for investigation following left hip revision surgery. The production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Visual inspection was performed on the returned devices. Fine scratches and patches of surface discolouration were observed under normal lighting conditions, a wear patch could be observed on the bearing surface of the head when light was diffused. Some discolouration was noted on the internal taper of the sleeve. Wear analysis was performed to review linear wear on the bearing surface of the modular head. The wear image identified a single wear patch on the bearing surface of the head. The maximum linear wear for the modular head was 11.8¿m. Wear on the internal taper of the sleeve was less than that could be measured with the measuring technique used. The maximum linear wear on the bearing surface of the head was 11.8 ¿m. Based on historic wear data, after 9.5 years in vivo, the measured linear wear for this head is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The available medical documents were reviewed. Per the revision report, the capsule was very sclerotic and very gritty and some adverse local soft tissue reaction was noticed in the pseudocapsule. There was beige-colored granular tissue present in the metal head on the trunnion area. The reported elevated metal ions, pseudotumor, discolored fluid are consistent with findings associated with metal debris. The root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at aurora, leamington spa, UK.

Event description:
Revision surgery was performed in the week prior to (B)(6) 2018.